Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tube shaft was observed to be bent. Functional testing found that the spur gear was damaged. It was reported that there was medical complication. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. It was also reported that the tacker did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument is excessively manipulated during use. In this case the excessive manipulation could be from firing against an improper surface or obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. A minimum of 4.2 mm thickness of tissue over underlying bone, vessels, or viscera is needed for full engagement of the tack. In addition, thicker prosthetic material may compromise full engagement of the tack. Material thickness should be carefully evaluated prior to application of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: abstack30, abstack30 abs fixation device 30 tacks (lot#: n5a1629y); abstack30, abstack30 abs fixation device 30 tacks (lot#: n4d2001y); abstack30, abstack30 abs fixation device 30 tacks (lot#: n4m1676y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic intraperitoneal onlay mesh procedure, the 4 tackers stuck in between the surgery after so much of efforts were unable to fire while fixing the composite mesh on the peritoneum. It was noted that the issue lead to pain to the patient to fire again and again on a same point. The device was for replacement.